Event description:
A malfunction alarm identified as "malf 14" was reported by the customer. There was no reported impact to the customer¿s blood glucose level. Technical support provided guidance to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if any further malfunctions occur.